Event description:
Post placement of an acumed proximal humeral plate and locking buttress screws, one of the screws backed completely out of the plate and one screw backed halfway out of the plate. The plate and screws were removed from the patient, and a bone graft was used in fixation to fill the void.

Manufacturer narrative:
The implant date is from 2009.